Event description:
Pt reported that on (B)(6) 2012, her blood glucose measured 159 mg/dl and she estimated her breakfast as containing about 60 grams of carbohydrate; a 17.45 unit insulin bolus was given. She was subsequently hospitalized after having a "very bad seizure" which she believes was due to giving herself too much insulin. The pt, a registered nurse, stated that she "never would have hit 'confirm' to 17 unit of insulin."

Manufacturer narrative:
The returned device was evaluation and performed as designed. Blood glucose measurement functions were within specifications and bolus administration was accurate. No malfunction or other product defect that would have contributed to the reported hospitalization was found. Qualification records for the product lot were reviewed and all acceptance criteria were met. Review of the records in the device's memory verified that an insulin bolus of 17.45u was delivered on the day before the date of complaint. Total correction bolus formula: correction bolus + meal bolus - insulin on board. The pdm recorded a bg of 179 mg/dl (not 159 mg/dl) with a carb of 79g (not 60g). The target bg was set at 120 mg/dl and a correction factor of 22. Using the formula for the correction bolus formula: current bg - target bg= x / correction factor, 179mg/dl-120mg/dl/22=2.65u. Meal bolus formula: carbs / insulin to carb ratio. Insulin on board=0, carb=74g, and ic ratio=5, 74g/5=14.80u, 2.65u+14.80u-0=17.48u. The calculation was correct. The data also shows that on (B)(6) 2012 at 09:03:53 am, the user did confirm the delivery of a 17.48u bolus. The next bg reading taken 2.5 hours later was 55 mg/dl, however, the next two readings of 115 mg/dl and 138 mg/dl are within the user limits of 80 mg/dl and 150 mg/dl. The omnipod user's guide cautions "the suggested bolus calculator will display a suggested bolus dose based on the settings you have programmed into the pdm. Check with your healthcare provider before using this feature or adjusting these settings." And notes that "as a safety feature, the omnipod system only allows you to give a bolus at or below the maximum bolus dose you have set. See chapter 6, using the personal diabetes manager, for information on resetting your maximum bolus dose. Consult your healthcare provider before changing this setting."